Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set would not flow while in use with an add on filter and a baxter infusion pump. This issue was identified during a patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection was performed to the video using the naked eye and found that and a kink made on the tubing stopped the secondary flow creating a vacuum from the y-site to check valve section. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.